Event description:
It was reported by service report that the footboard functionality was not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Signal coil cord.